Event description:
Surgical intervention for stress incontinence. Tvt procedure done. Mesh erosion (poked through vaginal tissue) pain, potential for infection. Painful intercourse and wall erosion. Had to redo the sling procedure when I got a hysterectomy (B)(6) 2010. Still have pain and thinness. The hospital performing procedure now reports my post-operative report is missing from my medical records. Required 4 or 5 vistis to the doctor. Still have pain and thinness today. Reason for use: incontinence.